Event description:
Facility reported that 1/2 hr into the treatment, blood was leaking from the header cap. This was the first use, not preprocesseed. Estimated blood loss was 30cc. No medical intervention. Blood was returned to the pt, a new system was hung and the treatment continued and finished without incident. The sample was discarded by the facility.